Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. According to the reporter, on (B)(6)2025, the patient's cgm was displaying low, the patient did not have a bg meter to check their blood glucose levels. The patient treated herself by consuming sugar. The patient did not report any symptoms, however the patient went to the hospital. The patient's bg taken at the hospital was 800 mg/dl. The patient was treated with IV saline solution and insulin. It was not specified how long the patient was in the hospital. At the time of the report, the patient was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided.